Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the the device was visually inspected as received from the customer. It was found that the device failed visual inspection because of the electrical plugs showed signs of corrosion and the trigger could not be pushed in easily. During the assessment it was found that the device has a short circuit, this is the reason why the device did not run. Because of this failure some of the test steps could not be performed. Furthermore, it was found that the electrical plugs showed signs of corrosion and the trigger could not be pushed in easily. When the device was disassembled foreign substances and corrosion could be detected. The found corrosion and foreign substances led to the stuck jumper ring and the jammed gears sleeve. It was also found that the device failed pre-test for general condition, check for sticky trigger, check function of the device, check for unintended motion, check in "off" mode, check forward and reverse mode function, check power with the test bench and mode switch test fail. Therefore, the reported condition is confirmed. Reported condition was confirmed. The assignable root cause was determined to be due to improper handling and component wear. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery reamer device had a sticky trigger. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.